Event description:
The customer received questionable low ca2 calcium gen.2 results for multiple patient samples from the cobas 6000 c501 module over several days. Specific data was only provided for one patient sample. The initial result was 12.6 mg/dl. The repeat results were 15.9 mg/dl with a data flag and 16.7 mg/dl. The erroneous result was not reported outside of the laboratory. There was no adverse event. The reagent lot number was 324431. The expiration date was requested but was not provided. The field service representative could not find a cause. He performed a general check, hardware check, and precision testing which all passed. The provided calibration and qc data was acceptable. The analyzer alarm trace did not indicate any issues. The investigation was unable to find a definitive root cause.